Event description:
It was reported that an error occurred with the continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset, and the caller planned to reset the pump when ready and follow up if the issue persisted.